Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 03/18/2011 and 04/11/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported having a patient with a refractive surprise following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with these events; this report is for the left eye.